Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 10/10/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a female patient underwent an ablation procedure for atrial tachycardia near the right atrial appendage (raa) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered diaphragmatic paralysis requiring extended hospitalization. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 functionality and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and the catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the diaphragmatic paralysis remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(6). (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for atrial tachycardia near the right atrial appendage (raa) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered diaphragmatic paralysis requiring extended hospitalization. Late in the procedure, during ablation of the superior vena cava (svc), the patient reported shortness of breath. No interventions were administered. Right phrenic nerve involvement was confirmed via x-ray. Patient required overnight hospitalization for monitoring because of the adverse event. There is no information regarding patient outcome. There are no known co-morbidities. No high forces were noticed during ablation in the affected area. High output testing was performed prior to the first ablation to confirm the absence of phrenic nerve stimulation, but not between ablations. Several ablations occurred in the svc without performing high output pacing. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. It was noted that the physician associated the injury with not performing high output pacing more frequently and not with any catheter issue.